Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had no capture as well despite extensive mapping and repositioning of the lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited noise when tested with the analyzer. The lead was never implanted and a new lead was successfully implanted. No patient complications have been reported as a result of this event.